Manufacturer narrative:
The technician found the pin and cotter pin that connect the brake steer pedal to the detent mechanism are missing. The technician replaced pin and cotter pins to resolve the issue.

Event description:
The account alleged the brake is not holding when in brake mode. No pt impact.